Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, phenomenon 1 "glue of the objective lens peeled off" was likely due to stress from use, external factors, or handling. Additionally, phenomenon 2 "image noise" it is likely that the event occurred due to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (integrated circuit (ic) chip, capacitor, etc.) Of the electric board due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: suggested event1: glue of the objective lens peeled off the instruction manual operation manual "chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿ describes the methods for inspection on the suggested event. ·suggested event2: image noise the inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.6 inspection of the endoscopic system in the operation manual.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to the looseness of the insertion pipe, the connection between the insertion pipe and the control unit was not secured; due to damage on the charged couple device unit, image noise occurred and the image could not be seen intermittently; the bending section had a scratch; the adhesive on the bending section had a chip; due to wear of angle wire, the bending angle in the up direction did not meet the standard value; the right/left plate had discoloration; the label on the light guide connector was peeled; the light guide cover glass had a scratch; the video connector case had a crack; the video connector was deformed; due to damage on bending tube, the right/left lever did not move smoothly and an abnormal sound was made due to damage on the bending tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, that the videoscope exhibited image noise and the adhesive of the objective lens was peeling off. There were no reports of patient involvement.